Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an introducer sheath. The already separated implant coil was also returned within the same biohazard pouch. The echelon-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found kinked at ~46.7cm from the proximal end (figure c). The axium prime implant coil was found broken/separated from the pusher at the detach element (figure d). The implant coil was also found stretched and damaged with the polypropylene filament broken (figures e & f). Testing/analysis: the axium prime device could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found were consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. Customer reported the devices were prepared per IFU, patient vessel tortuosity as minimal, no damages found with the micro catheter, and the same micro catheter was successfully used to deploy a different coil. The likely cause could not be determined. The returned axium prime pusher was found kinked, and the implant coil was found damaged/stretched/broken. Customer reported the device came out of the introducer sheath smoothly during preparation. It is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. The echelon-10 micro catheter has an inner dia meter of 0.0165¿, which is compatible for use with the axium prime coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance and was stuck in the middle section of the catheter.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right posterior communicating artery with a max diameter of 3.5mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that after the microcatheter (145-5091-150,) was in place, the apb-3-6-3d-es spring coil was selected to start filling. After hydration in vitro, it was found that there was great resistance during the pushing process in the microcatheter. The surgeon withdrew it from the body and found that the coil had been stretched. After replacing the new spring coil, the operation was successfully completed. The surgeon believed that it was a product quality problem and requested a return. The catheter was not damaged. The implant coil was damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported the coil came out of the introducer sheath smoothly.